Manufacturer narrative:
Date of event: approximated to (B)(6) 2021 as no event date was reported.

Event description:
It was reported that shaft break occurred. A 3.50mm x 12mm nc emerge balloon catheter was selected for use. However, during introduction of the balloon in the guide catheter, it was noted that the distal shaft of the balloon broke. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.